Manufacturer narrative:
Initial product reported was 2.1 rio robotic arm int. Orth. System, product code updated to report correct device as rio® tha software application. An event regarding the surgeon having difficulty registering was reported. The event was not confirmed. Based on our internal investigation, device evaluation, device history review, and complaint history review,it has been determined that the root cause for difficulty registering is due to the anatomy of the patient¿s acetabulum and the product reported did not contribute to the event.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The rio registration failed three times but was ultimately successful after repeated attempts and troubleshooting by both the surgeon and the makoplasty sales specialist. After trialing with stem inserts, the patient was found to be dislocating at approximately 50 degrees of external rotation. A different sized stem was used and the patient was still dislocating at approximately 50 degrees of external rotation. The surgeon decided to keep the implants in place and close the wound. The outcome of the surgery was successful.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The rio registration failed three times but was ultimately successful after repeated attempts and troubleshooting by both the surgeon and the makoplasty sales specialist. After trialing with stem inserts, the patient was found to be dislocating at approximately 50 degrees of external rotation. A different sized stem was used and the patient was still dislocating at approximately 50 degrees of external rotation. The surgeon decided to keep the implants in place and close the wound. The outcome of the surgery was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The investigation is ongoing, and a supplemental report will be filed when additional information becomes available.